Manufacturer narrative:
Unit passed the self-test. The history was download successfully utilized thumps software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2025 23:20:24:000 pm with variable (15). Pump error 63 alarm due to moisture damage. Unit received moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case at battery tube side. Pump error 63 alarm triggered by three consecutive pump error 63 alarms with variable 15 due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with pump error 63 (hardware low level failures) and observed a crack in the insulin pump. The customer reported blood value of 26 mg/dl and was treated by consuming three glucose tablets. The event involved product(s) mmt-332a, mmt-1884l, mmt-397a. Troubleshooting was partially performed for hypoglycemic event and customer has been using the insulin pump system within 48 hours of reported hypoglycemic event and it was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage and confirmed damage to pump on the battery tube side which affected the functionality of the pump. It was noticed that the customer was able to clear the alarm and rewind the pump. The insulin pump passed self test. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.